Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer went to the emergency room, but blood glucose lowered to 91 mg/dl and customer left. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Site was fine and cannula was not bent. Customer declined to check settings. Customer was going to perform high pressure test, but was not able to continue due to finding air bubbles. Customer was advised to call back when changing set.